Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that her pain management tried to put her trial and couldn't because of scar tissue. The patient had to go into the hospital on a friday and get the trial and she stayed until monday when they put the permanent device in. She had the trial in the hospital sometime around (B)(6) 2012. The patient thought that they kept her in the hospital for three days during the trial because she had a big incision. There were no further complications reported or anticipated.